Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and pelvic infection ("infection: pelvic") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal infection, urinary tract infection, urinary tract disorder, gerd and boil. Concurrent conditions included ovarian pain, palpitations, dyspnea, shortness of breath, cough, chest pain and cyst of ovary. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years after insertion of essure, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, cyst, dyspareunia, urinary tract infection, dysmenorrhoea, vaginal discharge and vaginal infection outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: only one tube was closed; in (B)(6) 2016: both tubes were closed. Ultrasound scan vagina - on (B)(6) 2017: 2.2 cm thick walled follicle right ovary. On surgical pathology report revealed, bilateral fallopian tubes with essure device are two fallopian tube segments. A separate aggregate of fimbriae, two additional cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia., pelvic pain, cysts, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received. Reporter's information was updated. Events added: urinary infection, infection: pelvic, dysmenorrhea (cramping), vaginal discharge, vaginal infection. Concomitant conditions, historical conditions and lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and pelvic infection ("infection: pelvic") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal infection, urinary tract infection, urinary tract disorder, gerd and recurring boils. Concurrent conditions included ovarian pain, palpitations, dyspnea, shortness of breath, cough, chest pain and cyst of ovary. On (B)(6) 2009 the patient had essure inserted. On (B)(6) 2016, 7 years after insertion of essure, the patient experienced vaginal infection ("vaginal infection"). In april 2016, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and cyst ("cysts"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, cyst, dyspareunia, urinary tract infection, dysmenorrhoea, vaginal discharge and vaginal infection outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, pelvic infection, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2-jul-2016: only one tube was closed; in october 2016: both tubes were closed ultrasound scan vagina - on 20-jan-2017: 2.2 cm thick walled follicle right ovary. On surgical pathology report revealed, bilateral fallopian tubes with essure device are two fallopian tube segments. A separate aggregate of fimbriae, two additional cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia., pelvic pain, cysts, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: update of quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cysts") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, cyst and dyspareunia outcome was unknown. The reporter considered cyst, dyspareunia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.